Event description:
Pt had displayed transverse subtrochanter which was fixed by znn cmn nail 11.5mmx40cm 130 r. Implantation date was (B)(6) 2013. The pt had cancer and the bone did not heal. Load was continually applied to the implant. The implant broke at leg screw hole. Therefore, the pt was reviewed on (B)(6) 2013.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).